Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the handpiece device would not lock the burr device in place. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device will not lock a burr in place was confirmed. An assessment was performed and it was observed that the burr lock assembly was damaged, and it would not lock a cutter. The burr lock mechanism assembly was disassembled, and it was observed that there was buildup of medical debris and detergent residue. No other issues were observed with the burr lock mechanism. It was determined that the cause for not securing a cutter was likely due to debris and residue preventing the lock tabs from moving into place. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.